Event description:
Rptr alleged the customer obtained a blood glucose result of 767 mg/dl which is outside the reading range of 10-600 mg/dl on the compact plus system. Rptr indicated they treated the customer with 2 shots of novolog 70/30 insulin after the result was obtained. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.